Manufacturer narrative:
1/22/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during a anterior resection procedure. Reportedly, the staple line was incomplete. The surgeon used sutures to complete the procedure. The hospital has reported no pt injury occurred.